Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2016 with the following findings: a review of the black box data and alarm history show no evidence of a cs 064 call service alarm. During testing, the ez-prime steps were performed successfully with no cs 064 alarms or other warnings occurring. The original complaint of a cs 064 call service alarm issue was not able to be duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked from the threads to the case seal and the cartridge compartment had a hairline crack. There was evidence of moisture corrosion observed in the battery canister and on the battery cap. A leak test was performed and a battery compartment leak was found. The pump¿s cover was removed and no moisture ingress was found to the printed circuit board. Also unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.